Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s therapy impedance was showing >800 ohms; the patient was programmed at 2-3+, 3v/330pw/14hz, and cycling 0.1s on/5s off. It was noted that the patient had left side pain since implant and that the ins was implanted on the right side. The hcp reported no fall or trauma. The device was implanted for nausea and vomiting and since implant, the patient¿s nausea and vomiting had improved. It was noted that this was a sudden change in therapy/symptoms. No further complications were reported/anticipated.